Manufacturer narrative:
The lot complaint history was reviewed; this is the second complaint for the finish goods lot and second for this issue for this lot. The device history record shows the product was released per specifications. The wet returned sample was visually inspected; there were no obvious defects and the elastomers on the cassette were in place. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A console representing a current software version was then used to test the sample. The sample could prime, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. No system message code was generated during testing. No leakage was detected from the manifolds, connectors, or drain path between the consumable and console. Fluid flowed from the bss bottle to the drain bag without any interfering. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. No leakage was detected during laboratory testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette leaked during priming. Procedure completed with no patient impact.